Manufacturer narrative:
Loss of resistance. The device is expected to be returned for evaluation. The lot number was provided. Review of the device history is forthcoming. A follow-up will be submitted with any relevant information.

Event description:
Device malfunction: loss of vessel access. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, as the device was lifted to locate the arterial wall the device came out of the artery. The access site was reported as large and the physician was performing the procedure standing on the opposite side of the arteriotomy site creating an unstable angle. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.